Manufacturer narrative:
D4 - expiration date - correction. Manufacturer's investigation conclusion: the reported event of issues with threading a backup battery cover screw was confirmed. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The bottom right screw of the backup battery cover would not thread in the hole. A damaged helicoil was noted. The damaged helicoil in the screw hole resulted in the inability for the screw to be properly threaded. Additional information provided stated that there was no delay in patient treatment due to the screw issue. A root cause for the reported event was determined to be due to damage to the locking mechanism; however, a root cause for this damage was not conclusively determined. A manufacturing analysis task has been initiated to further investigate the issue of a damaged helicoil. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that it was not possible to rotate the screw back into the tread from the system controller. A new system controller was requested.